Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's 'too dead to work' and that it would not charge. It was noted that the coupling was 'excellent' but that the battery level still showed red after an hour of charging. The patient can normally get from low to 90% in about an hour. The controller battery level was at 100%. The patient did not have their equipment with them during the call and was going to call back for troubleshooting. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are not getting stimulation down their right leg, and that it only goes down their left leg. The patient stated that they only have one program. They also noted that they tried to charge their implant with aa batteries in the controller. Patient services reviewed that the controller can only change the implant when the battery pack is in it. The patient stated that they know where the implant is because they have a bump there. They indicated that the implantable neurostimulator (ins) only lasts 2 days. They also mentioned that they have it set at 8.8 and 250. The patient stated that their controller was 100% charged. The patient was able to charge their ins at the time of the report with excellent recharge quality. They added that the ins battery showed red on the controller. Patient services reviewed that the patient needs to charge the ins b before turning it on. The patient was re-directed to follow-up with their healthcare provider for possible reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.